Manufacturer narrative:
The technician found a shorted switch in the right head siderail. The technician replaced the switch to repair the bed.

Event description:
Information received indicates the head up function continuously runs when the bed is plugged in.